Event description:
The facility reported that during a standard lifting procedure, the pt was lowered into a chair. The caregiver was about to remove the sling from the hanger bar when the bar became detached from the hoist. The bar dropped into the pt's lap. No injuries were reported. (B) (4).